Manufacturer narrative:
Further information was requested but not received.

Event description:
During a device exchange due to normal elective replacement indicator (eri), the set screw on the device was difficult to unscrew. The device was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of the screw mechanism is blocked (difficult to untighten) on both atrial and ventricular channels was confirmed. Analysis revealed there was blood accumulation in the atrial and ventricular connector blocks and setscrew threads areas that had a bonding effect between the threads and surfaces of setscrews and connector blocks. This blood effected the untightening of the setscrews. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant.